Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units power unexpectedly shut off and the display went black.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse confirmed the glitch on screen. The fse replaced the display and video receiver to lcd cable to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) units power unexpectedly shut off and the display went black. There was no patient involvement.